Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that after a recent pump refill the patient returned to the health care professional (hcp) due to a low reservoir alarm sounding. The alarm had been sounding for two days. The hcp reprogrammed the pump, but the alarm was still alarming every five to six minutes. The pump¿s event logs were checked. No alarm was recorded in the pump¿s logs. It was noted that both alarm intervals were set to one hour. By the end of the report, the alarm was unable to be heard. The drug in the pump was unknown.